Event description:
It was reported that one month post implant, the lead exhibited high capture thresholds. The lead was repositioned. The patient's condition was -good- before and after the event.

Manufacturer narrative:
No medwatch form was received.